Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, g4, g7, h1, h2, h3, h4, h6, h10. On (B)(6) 2019, it was reported that a meshgraft did not produce a proper mesh. The customer returned a zimmer skin graft mesher serial number (B)(6) for evaluation. However, at the time of the investigation, the customer had cancelled the repair request and on (B)(6) 2019, the device was returned to the customer. As the request for repair was cancel, no evaluation or repair was performed and cannot be reviewed as part of the complaint investigation. No evaluation or repair was performed as the request for repair was cancelled by the customer. As such, a specific cause of the reported meshing issues cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended per complaint trending procedure for any adverse trends that may warrant further action.

Event description:
No additional event information was received.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery, the device can't give a proper mesh. There was no harm and no delays. No adverse events were reported as a result of this malfunction.